Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. There was no reported impact to customer's blood glucose. As contact did not have pump at time of report, troubleshooting could not be performed. Although multiple attempts were made by tandem technical support to discuss battery issue with customer, no reply was received.